Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that during an embolization traumatic right carotid-cavernous fistula treatment, the dispensing ring was attempted to be removed from the sterile packaging, but it was not coming out easily, and the retractable protector remains inside the packaging. When removing it, the pusher wire was found bent. The coil was raised on the microcatheter and placed in the aneurysm. The coil remains inside the aneurysm, but when removing the coil pusher wire, it came off in two pieces. Both pieces were recovered and removed from the patient without intervention. The treatment was successful. The patient was ok.

Manufacturer narrative:
The investigation of the returned pusher found the hypotube broken at the distal end and the proximal connector kinked at e#3, which is consistent with the alleged product issue. The pusher¿s monofilament exhibited a mushroom shape at the proximal end and a tensile break at the distal end, indicating that the implant experienced a partial/delayed detachment. This condition is consistent with a partial thermal activation resulting in the implant to not separate until the device experienced force that exceeded the tensile strength of the monofilament, causing the implant to separate from the pusher. The coil was successfully implanted, as reported, and was not returned for evaluation. The physical evaluation of the device could not identify the conditions or circumstances that led to the broken and kinked pusher, but these conditions are consistent with the device experiencing forces exceeding the tensile and yield strengths of the pusher.

Event description:
See h11.